Event description:
Additional information was received that clarified that the first dcs loading bath appeared "warped", and was contaminated because it was placed on the table with the other procedural supplies. The dcs was not used, and the second dcs was opened and taken out of the box; however, it was observed that the dcs had the same appearance, but it was not taken out of the sterile packaging.

Manufacturer narrative:
Corrected data: b5. Updated data: a1, a2, e1, e4. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012896872); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, upon opening the delivery catheter system (dcs) packaging, the dcs loading bath plastic container appeared "warped." Subsequently, a new dcs was opened; however, the same issue was observed with the loading bath and the second dcs became contaminated. Subsequently, a third dcs was opened and used to complete the procedure. No patient complications were reported as a result of this event.